Event description:
It was reported that, the fiber was found damaged upon opening the package. There were no patient complications. Analysis of the returned device identified a connector fracture.

Manufacturer narrative:
Upon receipt at the post-market quality assurance laboratory, the device was thoroughly evaluated. The reported event involved a fiber found damaged upon opening the package, and no patient complications occurred. The investigation confirmed distorted light exiting the connector face due to an internal connector fracture, which can lead to an insufficient or absent aiming beam and reduced or no laser energy output. Evidence also indicated that the fiber showed signs of prior use, suggesting the damage likely occurred during a previous handling cycle rather than due to manufacturing, as supported by DHR and prr reviews showing compliance with specifications and no anomalies. This type of failure is a known and documented risk device damaged prior to use and is mitigated through IFU instructions requiring inspection and verification of the fiber condition prior to use. The assigned investigation conclusion code is cause traced to component failure, indicating an expected or random component failure without any design or manufacturing issue. Therefore, no new safety concerns were identified, the clinical impact is minimal with no reported harm, and no escalation is required.